Event description:
It was reported that the subject device exhibited scope communication error (e216), and the device could not be recognized. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. E1- address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, e4, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug unit is defective causing image b30. Olympus will continue to monitor field performance for this device.